Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in the emergency service room due to experienced high blood glucose level. The customer also had bleeding at the site. The customer¿s blood glucose was over 300 mg/dl, 250 mg/dl and 337 mg/dl at the time of the incident. The customer was treated with bolus. The customer stated that the health care professional helped treat the high blood glucose. It was reported that the customer was followed up with the health care professional. The customer was advised to visit the health care professional or emergency room for removal for removal of the fractured needle. The customer declined troubleshooting for high blood glucose. The reservoir will not be returned for analysis.